Manufacturer narrative:
The device was not returned to olympus for inspection; however, an olympus field service engineer (fse) was dispatched to the user facility, and the reported failure was confirmed. Troubleshooting was not able to resolve the reported allegation. The reported malfunction cause was traced to a component failure, should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
An olympus field service engineer (fse) reported that during an onsite inspection of the gastrointestinal videoscope has blurry images. The fse suspects that this was due to a near focus stuck on. There was no patient involvement.